Manufacturer narrative:
A medtronic technical service specialist tested the 3.0 software and compared it with the 2.2.7 software and was unable to replicate any issue with either software version. The technical service specialist was able to step through the software, including the plan task, in both software versions. Further analysis was completed by a software engineering team who found: when you turn on lead the dbs lead model, and cranial instruments v.2.0 is installed on the system, the outline system has unexpected exit. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/17/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative un-installed 3.0 and all license and unused shared resources; removed previous version of synergy cranial. Re-installed 3.0: all works properly. No more crash in dbs procedure. On 04/07/2016 a medtronic representative, following-up at the site, stated that in cranial 3.0 after selecting a dbs procedure and picking ac and pc points, the navigation system became unresponsive. This issue occurred intermittently and all other procedures worked fine. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a demo navigation system that unexpectedly exited. If deep brain stimulation (dbs) procedure is selected, then when reaching plan task, the software became unresponsive and exited. Noted was that during first installation, dbs license was installed prior than cranial 3.0 software. No further details regarding this issue were provided. There was no patient present when this issue was identified.